Event description:
It was reported the patient's ipg was explanted and replaced. The patient's issue is resolved.

Event description:
It was reported the patient stopped using and charging the scs system more than 2 years ago. As a result, the ipg is depleted. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Correction/removal numbers: 1627487-12192011-003-r; 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.